Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure the patient presented with a growing aneurysm due to a type ia and ii endoleak. The patient is being monitored.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately 3 years post initial procedure the patient presented with a growing aneurysm, a type ia endoleak and a type ii endoleak. On (B)(6) 2025, additional angiography was performed from multiple angles. The physician could only see the very late appearance of contrast in the sac coming from lumbars at the end of the runs. No type ia, ib, or iii endoleak was identified. Patient was referred to angioradiology for embolization.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. The examination completed on (B)(6) 2025 of medical records and/or medical imaging received by endologix showed that the type ii endoleak of the lumbar arteries and type ia endoleak complaints were confirmed. The aneurysm enlargement complaint was unconfirmed. A subsequent diagnostic angiogram performed on (B)(6) 2025 demonstrated no evidence of a type ia endoleak. Therefore, based on the most recent imaging, the previously reported type ia endoleak is not confirmed, and the type ii endoleak remains confirmed. This is moderately consistent with the reported adverse event/incident. There was cautionary product use due to the calcification at the level of the sealing ring likely resulted in inadequate apposition of the graft contributing to the development of the previously confirmed type ia. The type ii endoleak of the lumbar and internal mesenteric arteries are anatomy related. The clinical assessment also determined a type ii endoleak from the internal mesenteric artery that was not in the event as reported. This type ii endoleak was discovered during a review of the computed tomography scan dated (B)(6) 2025. Procedure related harms could not be determined. The patient will continue to be monitored and was referred to angio radiology for embolization. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. B6: relevant tests and lab data has been updated. G3: date received by manufacturer has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type ii endoleak of the lumbar arteries and type ia endoleak complaints are confirmed. The aneurysm enlargement complaint is unconfirmed. This is moderately consistent with the reported adverse event/incident. Calcification at the level of the sealing ring likely resulted in inadequate apposition of the graft, contributing to the development of a type ia endoleak making this cautionary product use. The type ii endoleak of the lumbar and internal mesenteric arteries are anatomy related. The clinical assessment also determined a type ii endoleak from the internal mesenteric artery occurred that was not in the event as reported. This type ii endoleak was discovered during a review of the CT scan dated (B)(6) 2025. Procedure related harms could not be determined. The final patient status is reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.